Event description:
It was reported the tunneler broke as the healthcare professional (hcp) was removing the tunneling tip to switch to the extension carrier. All pieces of the tunneler were removed and there was no harm to the patient. A different tunneler was used. The manufacturing representative suspected the hcp inverted the handle and was tightening the tunneler when they thought they were loosening it. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Analysis of the tunneling tool, serial #(B)(4), found an anomaly after it was new out of the box. The thread portion of the tunneling tool broke off and was stuck inside the bullet tip. The threads of the tunneling tool were damaged which was what caused it to get stuck. It appeared that the thread portion broke off in the direction that would have occurred when attempting to remove the bullet tip. Based on the position of the bullet tip to the threads of the tunneling tool it appeared that they may not have been able to get the tip completely tightened onto the tunneling tool. It also appeared that the thread portion was bent sideways during attempts to remove the tip. There are tool marks in the bullet tip as well as the tunneling tool shaft.

Manufacturer narrative:
Concomitant products: product ID: 3755, lot# n491278, product type: accessory. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).